Manufacturer narrative:
(B)(4). A thorough analysis could not be performed on the product because it was not returned to abbott vascular for investigation. Failure to deploy the device in the intended location, becoming caught in the fresh implanted stent, can occur due to a number of factors including, but not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are visually inspected. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, and retraction of the device during clip deployment may cause the clip not to deploy. Reportedly, the closure device was attempted without using fluoroscopy after the fresh stent was implanted. Patient anatomy such as heavily calcified arteries, morbidly obese patients, etc, may also cause the reported type of experience. It was reported that the vessel of the patient was moderately calcified. The starclose device instructions for use (IFU), instructs the user to not deploy the clip in calcified areas. A conclusive cause for the reported device becoming caught in the fresh implanted stent event could not be determined. However, it is likely that the reported experience occurred due to deviation from the IFU. Review of the device lot history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the review of the event information a product quality deficiency was not noted.

Event description:
The following event was noted during a large single-center retrospective study review (from (B)(6) 2004 and (B)(6) 2009). The hospital database was searched and 850 patients were compared to identify the safety and efficacy of the starclose extravascular closure device in achieving hemostasis following a variety of therapeutic percutaneous peripheral procedures using antegrade (588) or retrograde (625) common femoral artery punctures. In 1 retrograde procedure in which a self-expanding stent was deployed in the distal inferior epigastric artery [iea] (proximity to the puncture site), the temporary intravascular anchor of the device was deployed inside the stent and caught the metal struts, causing excessive distention and almost complete destruction of the stent mesh during retraction of the anchor. Under fluoroscopy, the anchor was immediately released and manual compression was applied to achieve hemostasis. There was no adverse patient sequela. The closure device was attempted without using fluoroscopy after the fresh stent was implanted. The vessel calcification was described as moderate. Placement of the starclose device was performed by senior interventional radiologists or experienced fellows after adequate training. A 6 fr. Sheath size was used during the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (Date of event): the procedures were performed between (B)(6) 2004 and (B)(6) 2009. The date for this individual case is not known. (B)(6). The article indicates that the major complications occurred in the early stages of their learning curve; in addition to lower skill levels, they were related to high puncture (at the level of distal iea) and multiple puncture site attempts affecting both the anterior and posterior vessel walls. No additional information was provided. Concomitant medical products: sheath: 6 fr; other: clopidogrel, aspirin, heparin. (B)(4) - improper or incorrect method (do not deploy the starclose clip in areas of calcified plaque). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with relevant information. The safety and effectiveness of the starclose device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Article: safety and efficacy of the starclose vascular closure device in more than 1000 consecutive peripheral angioplasty procedures. Stavros spiliopoulos, md, phd, et al; j endovasc ther 2011; 18:435-443. (B)(6).